Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels reached 18 mg/dl. The patient was found unresponsive by her husband taken to the hospital via ambulance. The patient reported she had put her omnipod system in manual mode as her glucose was low, and she misunderstood how the system operated in manual mode. The patient thought by setting the system to manual mode, it would pause insulin delivery. When the system in placed in manual mode it actually diverts back to the programmed basal rates set by the user/physician and continues to deliver insulin based on the settings. The patient was treated with IV (intravenous) dextrose. The patient was also told at hospital to stop omnipod and start back on multiple daily injections. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.